Manufacturer narrative:
H.6. Investigation summary: material # 367956. Lot/batch # 2245728. Bd had not received samples or photographs from the customer in support of this complaint. 10 retained samples from lot number 2245728, were drawn with water, cap/stopper assemblies were removed and reattached, and samples were left to stand for 4 hours. None of the cap/stopper assemblies popped off. No objective evidence was provided to indicate that the device was the cause of the reported defect. Bd was unable to duplicate or confirm the customer¿s indicated failure mode with the retained samples test results. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the cap is loose on 300 tubes. No patient sample reported. The following information was provided by the initial reporter: "I observed that sisters and brothers are opening the cap of vacutainer and pouring sample. Then again fixing the cap to vacutainer. I told them clearly this is not the way to collect sample."

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the cap is loose on 300 tubes. No patient sample reported. The following information was provided by the initial reporter: "I observed that sisters and brothers are opening the cap of vacutainer and pouring sample. Then again fixing the cap to vacutainer. I told them clearly this is not the way to collect sample."